Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was no longer functioning post implant. Boston scientific technical services (ts) referred the patient to the physician. Additional information obtained from the field which indicated that no device changes were made. Administration of the medicines were adjusted, and the patient was told to monitor blood pressure. The device remains in service. No adverse patient effects were reported.